Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their health care professional advised them that some of the boluses were not being registered on the insulin pump. The customer's mother was unsure if the boluses were missing from the history. The act button was also hard to press. They had to press it various times to get it to respond. It was noted that the insulin pump was dropped down the stairs and the customer had passed through a body scanner. The customer's blood glucose level was unknown. The device was returned for analysis.

Manufacturer narrative:
The device passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The bolus wizard functioning properly per bolus wizard. All buttons functioning properly. However, found moisture damage on the keypad traces. The device was programmed with correct time and date. The device was monitored for several days. Several bolus were programmed and delivered. All bolus delivered during testing and during the time the unit was monitored were properly recorded and recorded at the daily totals and bolus history screens. No bolus anomaly noted. The device was received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, scratched reservoir tube window and cracked case.